Manufacturer narrative:
The investigation for the delivery issue, vascular damage, and stroke has been completed. The impella device was not returned for evaluation. Clinical details were sufficient to determine the root cause of the delivery issues. The root cause of the delivery issue was patient condition related to tavr interaction. However, without additional clinical details, the root cause of the stroke and vascular damage could not be determined. Added-h6 med dev prod code 2682 d4-corrected model number f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported a 71-year-old male patient of unknown ethnicity post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported that multiple complications were encountered during impella cp support. It was initially noted that during insertion, access could not be obtained through the aortic valve and direct access was required. However, following the complication, bleeding from the "hiatus" that had formed at the root was difficult to manage and the cardiopulmonary bypass was terminated. After several hours, multiple cerebral infarctions were observed, and the patient passed away shortly thereafter.